Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was unable to perform fluoroscopy intermittently. Upon checking with the customer, quote for evaluation and repair service was sent to customer however customer did not provided any response and the quote was cancelled. The customer accepted the quote later and philips field service engineer (fse) replaced the flash lite (flat detector controller) to resolve the issue in another work order. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was intermittently unable to perform fluoroscopy. No harm to the patient or user was reported. Philips has started an investigation of this complaint.